Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was showing partial elevated pressure of carbon dioxide. The device was in clinical use when the issue occurred. No patient or user harm reported. The key market (km) responder reported that the customer's v60 ventilator was showing partial elevated pressure of carbon dioxide. The km reported that the device did not display any error codes, and the device was no longer used. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the medical intervention was required, and the patient was moved to a different ventilator (different brand). There was no delay in therapy reported. The km then reported that the customer declined to have the device repaired, and that the device has not been returned to service. Insufficient information was available to determine the cause of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.